Event description:
It was reported that the patient had therapy change. X-ray image of the implantable neurostimulator (ins) and lead looked like the lead had been damaged/broken. It was unknown if there were any contributing factors. They plan to discuss next steps and may replace the damaged lead. Timeline for possible surgical intervention was unknown. The issue has not been resolved.

Manufacturer narrative:
B3: event date is not known. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID: 3387-40 (lot: va1xnk7); product type: 0200-lead; implant date: on (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.